Event description:
It was reported that following a ventricular tachycardia (vt) ablation, the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced seven inappropriate anti-tachycardia pacing (atp) therapy bursts, followed by one inappropriate shock. This occurred due to an atrial-driven episode being mismatched as vt by the rhythm ID feature. No adverse patient effects were reported. This crt-d remains in service.